Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance. The lead was explanted. Upon removal, examination of the lead indicated probable clavicular crush.